Manufacturer narrative:
Inspected one opened used reservoir and three sealed reservoirs. Manual prime and high-pressure test were performed and the reservoirs passed the test. No leaks or defects in the o-rings were observed during analysis and all the reservoirs were connected and locked in place properly.

Event description:
The customer reported that insulin was leaking past the o-rings from the reservoirs. No further info was provided.